Event description:
It was reported that non-sustained rv oversensing episodes were observed on the asymptomatic patient's merlin.net device transmission. Suspected post-paced t-wave oversensing was occurring on the lead, however upon review, the presence of noise on the ventricular channel was discussed. Programming changes were recommended. Further information notes the review of the most resent remote revealed that the patient has history of noise and had recent hv therapy for vf. It was noted that there is a noise issue on the sense pace portion of the rv lead. Programming changes were again recommended. The patient was scheduled for office visit to discuss the noise on the lead.

Event description:
New information notes that on (B)(6) 2017 the lead was capped and replaced. No further information was available.